Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the supplies after the first occlusion and then the infusion set was changed again the next day. Tandem technical support had the contact perform a system check after the last occlusion alarm and the occlusion appeared to be within the cartridge. The contact changed the supplies again and insulin delivery was resumed. The customer's blood glucose (bg) level was in the 400 mg/dl range and an insulin injections were used to address the high bg level.